Event description:
The customer alleged while the hospital staff was performing bed checks during the shift the nurse at a patient bedside noticed the ventilator visually alarming and no audible sound. No patient harm or injury was verified. The ventilator was changed out. The mallinckrodt customer support engineer inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The constant alarm assembly was replaced as a precautionary measure. It is not verified that the no audio condition occurred, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.